Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The events of nodules and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® voluma¿, juvéderm® volift¿ with lidocaine, and juvéderm® volite in the cheeks, chin, lips, and "gunce." Patient developed nodules perceptible to touch on the lips and edema on the eyelid area. Patient was treated with zachelase agiozuo and cortisone. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01388 ((B)(4)). This is the first MDR submitted for the first suspect product, unspecified juvéderm® voluma¿.